Manufacturer narrative:
The patient was born on an unreported date in 1994. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, and frequencies were not reported). Two weeks after the date of onset, the treatment with antibiotics was discontinued and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was not yet recovered. No additional information is available.